Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise and high defibrillation lead impedance was noted on the right ventricular (rv) lead. The physician suspects damage to the rv lead. A replacement procedure is anticipated, however, no intervention has been performed at this time. The patient was stable.